Manufacturer narrative:
The electrode serial number is (B)(6), with an expiration date of 20-jul-2026. The field service engineer inspected the analyzer and found the dilution cup cracked and leaking under the ion-selective electrode (ise) compartment. He performed repairs and adjustments. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable sodium electrode result from one patient sample tested on the cobas c 303 analytical unit. The initial result from the first module was 150 mmol/l. The repeat result from the second module was 139 mmol/l. The qc results were out of range after the patient sample run, prompting the rerun. The repeat result was deemed correct.